Event description:
It was reported that this right atrial (ra) lead was explanted after approximately 12 years in service when this device does not have a set life expectancy. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to it getting damaged during a maze procedure, after which it presented a lack of capture. A new device was implanted. No additional patient effects were reported.